Manufacturer narrative:
Batch review performed on 25 july 2024: lot 163108: (B)(4) items manufactured and released on 14-sep-2016. Expiration date: 2021-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had pain, due to a loose stem. At about 6 years and 9 months post primary the surgeon revised the medacta stem, head and liner with competitor components and the surgery was completed successfully.